Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that a 1707/coupling issues error. Patient reported they used to have no trouble charging and then all the sudden it would connect and then disconnect and would take a long time to get it connected. Last night patient was trying to recharge at 30% and after a short period of time it lost connection. The patient reset the charger, but it took over an hour to get from 30% to 100% and patient felt this was a long time. The charger kept connecting and disconnecting even though patient was not moving. The charging efficiency would toggle between excellent and good. The patient also reported seeing 1707 code. Reviewed meaning of 1707 code and considerations regarding recharger position. Patient stated they can feel the ins but it does feel like it has moved a little bit from where it was first implanted or maybe the swelling has finally gone down but the lump does not feel as big as it previously did. Recommended patient continue to try different recharger positions in future charging sessions to optimize charge efficiency. Recommended patient also discuss implant site changes with managing physician.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated that he cause of the difficulty maintaining connection to recharge was determined to be positioning of the recharger. The steps that will be taken will be they will immediately not try to recharge around other electrical appliances. They were able to successfully charge the implant.. The device was implant at the lower back above buttocks.